Event description:
Dealer is stating that the left front wheel rubs, is noisy and pulls to the left.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in (B)(4) is identified as: bearing going out of left front caster. No lot number.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: bearing going out of left front caster. No lot number. Dealer is stating that the left front wheel rubs, is noisy and pulls to the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.